Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for low oxygen. This occurrence was noticed during patient transport while the patient was being ventilated. The staff tried to switch between the oxygen sources but the alarm stayed and would not clear. The alarm was observable both visually and through hearing. Pa141009(oxygen low). The device log files were provided to hamilton. This malfunction was not reproducible. There is patient involvement reported. This event occurred during ventilation and patient transport. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed for low oxygen. - this occurrence was noticed during patient transport while the patient was being ventilated. The staff tried to switch between the oxygen sources but the alarm stayed and would not clear. - the alarm was observable both visually and through hearing. Pa141009(oxygenlow). - the device log files were provided to hamilton. - this malfunction was not reproducible. - there is patient involvement reported. This event occurred during ventilation and patient transport. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.